Event description:
The lay reporter/wife contacted lifescan (lfs) on july 29, 2006 alleging high readings on her husband's one touch basic enhanced meter. A medical affairs specialist (mas) spoke to the patient on august 1, 2006 and obtained/verified the following information: approximately one month ago, the patient felt dizzy. He tested his blood glucose and obtained a reading of 310 mg/dl. He took his 30u of lantus (set amount) and then ate breakfast. He felt better after eating. The patient did not seek any medical attention or contact his physician for advice. He did not test on another device or retest his blood glucose that day. The patient tests his blood glucose once a day. Readings prior to the event were in the mid 100-200's. This was the first time he had experienced an elevated blood glucose reading in the 300's. The customer care advocate (cca) found out that the patient had been using expired test strips. Using expired test strips can lead to false blood glucose readings. The technique of applying blood on the test strip was correct. The patient had not been cleaning the puncture area correctly (not washing hands prior to testing). A replacement meter, strips and control solution was sent to the patient. The complaint is being reported because the patient experienced a symptom that can be associated with hypoglycemia (dizziness) while the meter displayed an elevated reading of 310 mg/dl. Patient felt better after eating breakfast.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.